Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead insulation damage was suspected but it was not confirmed. Provocative testing was performed and the noise was reproduced. No additional intervention has been performed. The patient is stable with no consequences and will continue to be monitored.